Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient was not dependent but during lead revision she developed atrial standstill. The physician attached a new a-lead to programmer the analyzer, and I successfully paced the a-lead for the lead revision. When physician was ready to attach the chronic a-lead loss of atrial pacing was observed. Programming changes were made, and the a-lead began to pace. Replacing the device was suggested. The device was explanted. The patient tolerated procedure well, no complications.